Manufacturer narrative:
.

Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens, but the plunger overrode and tore the lens. There was no pt contact. The reporter stated that the cause of the lens tearing was due to a loading error. An amo injection system was used with this lens.